Manufacturer narrative:
This report is for a plate/unknown lot. Lot number is unknown. (B)(4). The device was removed from the patient intraoperatively. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure to repair an unknown fibula fracture on (B)(6) 2017. During the procedure, while the surgeon was implanting a 2.7 mm variable angle (va) locking screw, the surgeon was unable to get the screw to lock into the 2.7mm/3.5 mm va fibula plate. The surgeon removed the screw, re-drilled at a different angle, and attempted to implant a new screw. There was a reported delay of 5 minutes while the surgeon re-drilled the hole. Later, the surgeon was again unable to get the new screw to engage with the plate and elected to complete the procedure after implanting only 4 screws. The surgery was completed and no adverse event reported against the patient this complaint involves three (3) devices. Concomitant devices reported: unknown 2.7mm va screws (part #: unknown, lot #: unknown, qty. 4). This report is for 1 (one) plate. (B)(4).